Event description:
It was reported difficulty was encountered removing this balloon catheter from the pt following a radial shunt dilatation and resulted in discomfort in the arm and damage at the insertion site. The pt's heart rate rose and an oxygen mask applied. Attempts to obtain further details regarding the circumstances of this event have been unsuccessful. This device has not been returned for evaluation. Therefore, no failure analysis is available. Follow up could not confirm any malfunction of the balloon catheter. User technique and/or pt anatomy may have contributed to this event. However, without further details about the event and without evaluating the device, co is unable to determine the cause for this event.